Manufacturer narrative:
For the last calibration performed on (B)(6) 2022, there were errors. The assay was recalibrated later that day with no errors. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The field service engineer ran precision studies and these passed. The analyzer was checked for any fluidic or pressure issues. The customer ran controls and repeated patient samples tested the previous day. Repeat results were within acceptable ranges. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 on a cobas 6000 c (501) module. A serum and a plasma tube were collected from the patient at the same time and each one was tested for bilirubin. The plasma tube resulted in a bilirubin value of 0.41 mg/dl when tested on a second analyzer and the serum tube resulted in a value of 1.49 mg/dl when tested on the complained analyzer. The results were reported outside of the laboratory and questioned by the doctor. The tubes were then repeated on both analyzers. The plasma tube resulted in a bilirubin value of 0.4 mg/dl when tested on the second analyzer and resulted as 0.43 mg/dl when tested on the complained analyzer. The serum tube resulted in a bilirubin value of 0.41 mg/dl when tested on the second analyzer and resulted as 0.42 mg/dl when tested on the complained analyzer. The value of 0.41 mg/dl was deemed correct and a corrected report was issued. The bilirubin reagent lot number was 57350701, with an expiration date of (B)(6) 2023.